Event description:
It was reported that following the implant of a pacing lead, poor sensing was noted on the right ventricular (rv) tachy lead. Upon extraction, the rv lead exhibited high right ventricular (rv) and superior vena cava (svc) impedance readings. Coil stretching was also detected post extraction. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model # d154aqg implantable cardioverter defibrillator,  implant date: (B)(6) 2007; model #507652 implantable pacing lead, implant date: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: a distal portion was received measuring 46 cm and was analyzed. No anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.